Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device exhibited gradual deterioration of a metal was not confirmed. Therefore, an assignable root cause was not determined. However, the reported conditions that the device did not function, locking mechanism was stiff/stuck, was frozen/would not move and had component damage identified during service and evaluation were confirmed. The assignable root cause resulting from failures identified during evaluation was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device did not function, locking mechanism was stiff/stuck, was frozen/would not move and had component damage. It was further determined that the device failed pretest for check saw blade coupling, check adjusting of the amplitude, check function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the device exhibited gradual deterioration of a metal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.